Manufacturer narrative:
Concomitant products: product ID: 3487a ,lot# j0104254v, implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The patient reported they had a non-functioning unit removed and replaced. Information omitted pertaining to events (B)(4) ¿ pump issue and (B)(4) ¿ non-functioning unit. These events are not related no cause of the event was provided however additional information has been requested and if received a follow-up report will be sent.